Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the lithotripsy basket collapsed. The basket was replaced with another of same device to complete the procedure. No patient complications were reported as a result of this event. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment. Block h11: the returned trapezoid rx was analyzed, and it was found during visual inspection that the tip was detached and was not return. A risk review was completed and confirmed that the event of "tip premature deployment" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all available information, the reported event of tip premature deployment was confirmed. The adverse event occurred during the procedure, and the device had no influence on event. All compiled information on this investigation determines that the most probable cause is "adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the lithotripsy basket collapsed. The basket was replaced with another of same device to complete the procedure. No patient complications were reported as a result of this event. The patient condition following procedure was stable. Additional information received on february 6, 2026. It was the tip of the basket that collapsed. The tip detached from the basket wires unintentionally. The basket wires were recaptured by delivery device, and then retrieved the tip. There was no patient complication as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 and block h6 (device codes) has been updated based on the additional information received on february 06, 2026. Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the lithotripsy basket collapsed. The basket was replaced with another of same device to complete the procedure. No patient complications were reported as a result of this event. The patient condition following procedure was stable. Additional information received on february 06, 2026. It was the tip of the basket that collapsed. The tip detached from the basket wires unintentionally. The basket wires were recaptured by delivery device, and then retrieved the tip. There was no patient complication as a result of this event.